Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited a sensing/detection issue with intermittent t-wave oversensing (twos). No intervention was completed and the device is still in use. As well, the patient's right ventricular (rv) lead exhibited t-wave oversensing (twos). No intervention was completed and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was returned and analyzed. The device met 94.5% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. If information is provided in the future, a supplemental report will be issued.